Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for the demonstration of vibratory alert, patient could not feel the vibration. The hand was placed over the device and the vibration could not be felt either. It was noted that the patient was unable to feel the vibration during earlier demonstration also. The patient was set-up on merlin.net and device alert for eri through merlin transmitter was explained to the patient. Patient was not pacemaker dependent. Patient¿s condition was stable.